Manufacturer narrative:
(B)(4).

Event description:
In the remote monitoring report of a patient initiated transmission (pit), paramedics found that the dates of episodes were incorrect and inconsistent. Furthermore, the real-time egm was unavailable. Preliminary analysis revealed that the issue with the dates of episodes was related to the home monitor, which had the internal clock battery depleted. Additionally, preliminary analysis showed that the reported behavior resulted from an embedded software inappropriate management in the decision to erase an existing record when the real time egm has to be stored, under specific conditions.

Event description:
In the remote monitoring report of a patient initiated transmission (pit), paramedics found that the dates of episodes were incorrect and inconsistent. Furthermore, the real-time egm was unavailable. Preliminary analysis revealed that the issue with the dates of episodes was related to the home monitor, which had the internal clock battery depleted. Additionally, preliminary analysis showed that the reported behavior resulted from an embedded software inappropriate management in the decision to erase an existing record when the real time egm has to be stored, under specific conditions.

Event description:
In the remote monitoring report of a patient initiated transmission (pit), paramedics found that the dates of episodes were incorrect and inconsistent. Furthermore, the real-time egm was unavailable. Preliminary analysis revealed that the issue with the dates of episodes was related to the home monitor, which had the internal clock battery depleted. Additionally, preliminary analysis showed that the reported behavior resulted from an embedded software inappropriate management in the decision to erase an existing record when the real time egm has to be stored, under specific conditions.

Manufacturer narrative:
Please refer to the attached analysis report.